Event description:
The customer reported that the system displayed a communication failure error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and confirmed the problem. The generator interface board coin battery, the ps1 power supply, the backplane and the cable were replaced. The system was tested and found to be working as intended and put back into svc.